Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "during blood collection, and when using the second tube, blood is jumping from the rear. The rubber part at the end of the eclipse does not close." There was no exposure or needed medical intervention reported.

Manufacturer narrative:
H.6. Investigation summary catalog number: 368609. Batch number: 1068150. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 3 customer photos were received for review and analysis. The customer photo confirms the reported failure mode of poor sleeve recovery/ sleeve leakage as the photos show 3 eclipse devices where the sleeves are failing to recover over the np needle along with evidence of blood that leaked from the end of the needle into a holder. Therefore, this complaint is confirmed based on customer photo analysis. In addition, 96 customer samples were received for review and analysis. 10 of the 96 customer samples were randomly selected and subjected to a sleeve function test (draw water using 10 tubes per needle) to test for poor sleeve recovery. 7 of 10 samples failed testing, resulting in poor sleeve recovery and leakage. Therefore, this complaint can be confirmed based on customer sample testing. Bd is able to duplicate/confirm the customer¿s reported failure mode with the customer samples and customer photo received. The root cause is insufficient lubrication coverage on the np cannula causing the sleeve to not recover fully. Based on an evaluation of complaint defect code frequency for this lot, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "during blood collection, and when using the second tube, blood is jumping from the rear. The rubber part at the end of the eclipse does not close." There was no exposure or needed medical intervention reported.